Manufacturer narrative:
Part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. A visual inspection was performed on the product. No suture or anchors were returned. The distal needle tip was no longer reverse curved. The depth limiter button was not in the default position. The deployment needle was in the t2 position. A functional evaluation was conducted. The deployment needle functioned as designed. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device used in treatment, was not returned for evaluation. Due to product unavailability, investigation was limited. If further information becomes available the complaint may be revisited. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) proximity of anchor placement to each other. 3) difficulty with reaching the desired tissue location. 4) inadequate tissue conditions. 5) incomplete needle penetration through meniscus. Per IFU: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during meniscus stitching procedure when the first peek deploy, despite its applications done correctly, the second peek could not be deployed. The two peeks were discarded and the operation could not be performed. The ts were successfully removed. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.